Event description:
It was reported that the patient 'felt' they driveline was infected, this was not confirmed as driveline cultures were not obtained. The patient passed away on the night of (B)(6) 2024. Whether the outcome was device or therapy-related was not provided by the customer. The device was not explanted. The patient's sister was contacted by the ventricular assist device (vad) coordinator on 05feb2024 to obtain information regarding the patient's death. She denied any recent alarms. When the coordinator spoke with the patient the day before death, they too had denied any alarms or issues with the device.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the suspected driveline infection could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. The pump was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists infection and death as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection.. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a driver stopped by the patient¿s home on (B)(6) 2024 to pick the patient up for scheduled medical appointments. The patient refused to go due to family conflicts. A family member later found the patient deceased in their room on (B)(6) 2024. The vad coordinator contacted the patient's sister and attempted to have the primary system controller returned for interrogation; however it was not returned. Additional information stated that the device operated as expected. The patient¿s sister denied any recent alarms. The patient also denied any alarms or device issues the day before when speaking with the vad coordinator.